Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet was not retracted on the safe-t-pro device. Accidental needle-stick was reported; however, no medical attention was sought. No adverse event was reported. Return of suspect device was requested and replacement was sent.